Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, return sample analysis and in-house testing of architect syphilis tp reagent lot 45335be01. The ticket trending review of at least 12 months complaint data for the likely cause list number does not identify any adverse or non-statistical trend. The tracking and trending report review determined that there are no adverse trends. Return sample analysis: the returned specimen was tested with the following results: sample ID (B)(6): architect syphilis tp: 0.55 s/co (non-reactive): recomline treponema igm: negative: recomline treponema igg: negative note: during in-house testing a non-reactive result was generated for the return sample with lot 50319be01.no discrepant results were obtained. In-house testing was performed with a retained kit of lot, and all specifications were met, no false non-reactive results were obtained and found results indicating that the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. There was no issue with reagent performance identified. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect syphilis tp reagent lot 45335be01.

Event description:
The customer observed false nonreactive architect syphilis tp results which questioned by the physician and that does not match with tppa result on one female patient during physical examination. The results provided were: initial=0.56 s/co (< 1.00 s/co=nonreactive) /repeated after re-centrifuge=0.60 s/co /tppa=positive there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive architect syphilis tp results which questioned by the physician and that does not match with tppa result on one female patient during physical examination. The results provided were: initial=0.56 s/co (< 1.00 s/co=nonreactive) /repeated after re-centrifuge=0.60 s/co /tppa=positive there was no reported impact to patient management.